Event description:
It was reported that (2) cdh29 and (1) ecs29 were used during a unknown procedure. It was reported by the rep that the surgeon used two cdh29 staplers that did not cut or staple on posterior edge. The surgeon also stated that they were difficult to remove. The case was completed with ecs29 which was also difficult to remove, but did staple and cut. There was no consequence to pt.